Event description:
Mother reported via phone call that the insulin pump alarmed no delivery and then battery out limit. Customer stated the no delivery alarm occurred during fill tubing. Customer also noticed that the insulin pump was cracked near the reservoir compartment. Customer stated that they woke up with the infusion set cannula hanging out of their body. Customer was unable to troubleshoot at the time of the call and declined to return the sets for analysis. Customer's blood glucose reading at the time of the call was 317 mg/dl. Advised customer to revert to a back up plan and that the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube, cracked reservoir tube iwndow and a cracked reservoir tube lip. No damage was noted on the belt clip slot.